Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customer and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the uom had changed on his unlocked freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.